Event description:
It was reported that the home patient (hp) had a system error 2240 (air in tubing) alarm, followed by a cascading system error 2367. This occurred on the homechoice (hc) during dwell two of four, while the hp was connected. The hp left a clamp open on an unused supply line during therapy. The technical service representative (tsr) explained to the hp that air had entered the setup. As a result, the hp was advised to start the therapy over using all new supplies. The tsr had the hp close all the clams and transfer set and cycle the power in order to clear the alarms. There was no report of adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This report is for system error 2240, where the home patient (hp) left an open clamp on an unused supply line during the therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely. The guide instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem.  Baxter will continue to monitor similar reports to determine if further actions are required. If additional relevant information is obtained, a supplemental report will be submitted.